Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, complaint history identified no lot-specific product issue from this lot. Based on the information reviewed, a definitive cause for the reported single leaflet device attachment (slda) and complete clip detachment (ccd) could not be determined. Additionally, the reported patient effect of embolism was due to reported ccd. The reported patient effect of embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and complete clip detachment from both leaflets requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). When removing the gripper line, it became apparent that the clip had detached from both leaflets. The clip became wedged onto the septum in the left atrium. A snare device was used to recover the clip. The procedure continued with good results, one clip implanted reducing mr to 1. It was not clear why both leaflets slipped out of the clip. The clip was completely closed and locked. All steps were performed per the instruction for use. No additional information was reported.